Event description:
It was reported that the front haptic of the preloaded intraocular lens (iol) was not folded in. Account provided that the front haptic had a candy cane shape. The lens was inserted into the patient's right eye; however, it was removed due to this issue. There was capsule tear and the incision was enlarged. The patient has recovered. Reportedly, the original lens is not available for return as it has been lost at the customer's site. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.